Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2023 the patient reported being hospitalized on (B)(6) 2023 for cardiac and glucose concerns. He was using a freestyle libre ii at the time of the event. The freestyle libre ii blood glucose meter mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).